Manufacturer narrative:
Insulet corporation is submitting this MDR that was previously identified for inclusion in (B)(4). This MDR is being submitted after the 30 day requirement due to erroneous identification for inclusion into the (B)(4). This error was communicated to FDA on (B)(6) 2015 when we submitted a request for permission to submit a retrospective summary report (rsr) under 21 cfr part 803.19. FDA declined insulet participation in the rsr program in a decision dated (B)(6) 2015 and emailed on (B)(6) 2015. As a result, insulet is committed to complete these corrections through this submission. The returned device was evaluated and the investigation found the leakage was confirmed due to o ring of the reservoir plunger was twisted causing insufficient sealing between the reservoir and the plunger. The leakage inability to download the device data. Qualification records were reviewed and the product lot met all the acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported her blood glucose (bg) reached 363 ml/dl after wearing pod between 24 and 36 hours. The pod was deactivated and she noticed the adhesive pad was wet.